Manufacturer narrative:
The surgeon removed the tmj devices due to infection, and plans to replace them later. Multiple mdrs were submitted. (Reference: 2031049-2021-00008).

Event description:
The left tmj devices were removed due to infection.